Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 208 mg/dl and 201 mg/dl on the aviva system compared back to back with a result of 51 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that she was shaky and passed out after the 201 mg/dl result. Reporter stated that the paramedics treated her with glucose gel and also intravenously. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.